Manufacturer narrative:
E1: (B)(6) hospital. The device was returned to olympus for evaluation, and the customer's allegation of e224 error was confirmed. The device evaluation found no other abnormalities. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the camera control unit had e224 camera head communication error. The issue was found during preparation for use in an unspecified therapeutic procedure, which was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. A definitive root cause could not be determined. Based on the results of the investigation, it is likely that the e224 (communication failure of the camera head) occured due to a failure of scope socket. Olympus will continue to monitor field performance for this device.